Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.

Event description:
The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that his onetouch ultra2 started giving him inaccurate high meter readings on (B)(6) 2010 morning. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient compared his "301 mg/dl" blood glucose result from the subject meter to a "190 mg/dl" result from another meter: the results were obtained within a 30 minute time period. Based on statistical methodology, the calculated difference of these results did not meet the expected value of <=30%. It was noted that the patient adjusts his insulin dosages; however, the patient reportedly did not take any actions in regards to his diabetes management after he had obtained the results. He claimed that 30 minutes after the alleged issue occurred, he developed a headache, dizziness, and "low sugar" but reportedly did not receive any form of treatment that was above and beyond his normal diabetes routine. The specifics of his "low sugar" were not reported. It would have been helpful to know if the patient retested when he was symptomatic and to confirm if he did anything to treat his symptoms. Based on the provided information, this complaint is being reported because the patient allegedly developed "low sugar" after obtaining the alleged inaccurate high meter reading. Replacement products were sent to the patient.